Event description:
Allegedly implant remains implanted in patient but will not lengthen. Orig. Surg. (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.evidence that product in specification when used.(B)(4).

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.